Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an event of hyperglycemia of 400 mg/dl treated by correction injection via mdi with symptoms like elevated ketones/diabetic ketoacidosis, headache, nausea, urinary frequency / polyuria which was due to bent cannula on (B)(6) 2026.